Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d6b and h6 (patient). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the infection (e19). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b3 and h6 (patient).

Event description:
On (B)(6) 2021, the patient underwent a bilateral knee revision due to confirmed infection. In addition to the previously reported bilateral swelling, the patient was also experiencing the following bilateral knee issues: patella clunk, instability, pain, discomfort, stiffness, synovitis, effusions, and adhesions. The left knee was noted to show osteolysis under the patella while the right knee showed femoral and tibial bone loss.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Health effect - clinical code: appropriate term / code not available (e2402) used to capture the injury (e20). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for chronic infection and increased swelling in both knees. Event is serious and is considered moderate. Event is possibly related to device and not related to procedure. Date of implant: (B)(6) 2017, date of event: (B)(6) 2021, (left knee).